Manufacturer narrative:
On april 17, 2020, mentor became aware that the patient was scheduled for implant explantation in (B)(6) 2020. In addition, the patient's left breast is hurting more and more each day and the pain is traveling into their armpit. The patient also believe that the right breast is capsulated and they feel a sharp edge of the implant poking near their armpit and also in the nipple. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On may 29, 2020, mentor became aware that the patient's implant explantation surgery was rescheduled for (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the correct date of implant explantation was (B)(6) 2020. On (B)(6) 2020, mentor became aware that the patient underwent bilateral replacement with the following devices: (left) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 9433612 sn: (B)(4) and (right) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 9435107 sn: (B)(4). Mentor also became aware that the capsular contracture that the patient experienced was baker grade iii/IV. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 400cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade iii, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.